Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had a cardiac perforation. Surgical intervention was performed and due to physician was concern about potential tissue in the helix, the lead was explanted and not repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and cut in the trilumen insulation was noted, which likely was explant related. The helix of the lead was fully retracted with no irregularities noted, but there was dried blood and tissue noted on it. The field observation of concern about tissue in the helix was confirmed in analysis.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.